Manufacturer narrative:
The field service engineer (fse) exchanged the gear pump head and a rinse nozzle. The service maintenance actions performed by the fse resolved the issue.

Manufacturer narrative:
The creatinine reagent lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results for 2 patient samples on a cobas 8000 c702 module. The initial crep2 results for both patient samples were in the range of 240 - 250 umol/l. The repeat results were roughly 80 umol/l. The exact results were not provided.